Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was 319 mg/dl. Customer stated that critical pump error image was displayed on the screen. Customer was advised the pump will need to be replaced and revert to a backup plan.

Manufacturer narrative:
The pump powered up properly and no critical pump error was noted. The pump was received with operating currents within specification. The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump was received with a white spot at the top upper left corners of the display due to a corroded electronic assembly. The motor assembly was found corroded. The pump failed the leak test. The pump leaked at a crack on the battery tube threads. The pump was received with a cracked case at the battery tube threads, a faded serial number label, and with minor scratches on the lcd window, case and keypad overlay.